Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. As the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Linked MDR's: 2029214-2017-01304. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the guidewire had the coating shed of the "wire". No patient injury was reported.

Manufacturer narrative:
The mirage guidewire was not returned for analysis. Images (relevant to the complaint) were returned for analysis. However, it could not be determined which of the two reported mirage guidewires the images were associated with; therefore, no conclusion could be drawn. Based on the reported information, the report of coating removal during use could not be confirmed. Pushwire coating damage can be caused by mechanical scraping and abrasion during the manipulation of the guidewire with the metal torque device (pin vise) and/or within the introducer needle; however, the cause could not be determined. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.